Event description:
It was reported that during the da vinci assisted surgical procedure, the monopolar coagulation was not working. The site stated that they were getting c-34 errors when using the coagulation. The technical support engineer (tse) suggested reducing their energy output and that may reduce the likelihood of seeing the error. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electro surgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the reported error, along with error c-00, was confirmed via the system logs, upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-34 upon startup. The complaint was confirmed by failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.